Event description:
It was reported that "during the loading process, the clip was not opening properly." Additional information not available.

Manufacturer narrative:
Qn#(B)(4). The customer returned one representative unit of ae05ml auto endo5 ml lot 73b2500788 for investigation. The serial number of the device is sn (B)(6). The customer reported the sample to be lot 73d2500116, and the sample received was confirmed to be lot 73b2500788. The returned sample was visually examined without magnification. The trigger was returned partially engaged, and a clip was loaded in the jaws. A sink hole in the right handle frame was observed. It was determined that the sink hole was in the acceptable range of normal and would not have an impact on the device's functionality. There was no evidence of biological material observed on the device. The device was returned with the trigger partially engaged and a clip loaded in the jaws. The clip's lower leg was not aligned in the lower jaw upon return. Additionally, the clip was not fully opened. The trigger was engaged to latch the clip loaded in the jaws, the clip failed to latch properly. Upon the second fire, the clip was correctly loaded and latched in the jaws. The next th ree fire attempts resulted in the clip's lower legs failing to align in the lower jaws and the clips failing to latch. The device was disassembled. No defects were observed with the trigger ears and the ratchets. The ratchets were properly greased. No defects were observed with the knob and jaw assembly. One clip loaded into the jaws upon disassembly of the knob/yoke assembly. Six clips remained in the channel after functional testing. The customer returned the device with 11 clips in the channel indicating the customer fired at least 4 clips. The jaw legs were not bent; however, the surface of the jaws were damaged. No defects were observed with the box and feeder. The r & d team was consulted regarding the details of this investigation. Upon further inspection of the clips, r & d confirmed that clip rebounding failure occurred due to the aperture of the clips. Clip rebound can be impacted by excessive heat exposure, improper storage conditions, or material defects. The probable root cause of the clip rebounding failure could not be conclusively determined based on the information provided. The IFU for this product was reviewed as a part of this complaint inves tigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip(s) not opening" was confirmed based upon the sample received. The customer returned one representative unit of ae05ml auto endo5 ml lot 73b2500788 for investigation. The returned sample was visually examined without magnification. The serial number was 00041300. The customer reported the sample to be lot 73d2500116, and the sample received was confirmed to be lot 73b2500788. The investigation findings are based on the returned device lot 73b2500788. There was no evidence of biological material observed on the device. A DHR review was performed for both lot 73b2500788 and 73d2500116, with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. The device was returned with the trigger unengaged, and the jaws were open. Functional testing was performed and the first clip fired did not open up into the jaws properly. The pierced boss's failed to engage with the jaws resulting in a clip misload. The issue was determined to be a clip rebounding failure. The clip was removed from the jaws, and another clip was fired. The second clip that was fired, properly loaded into the jaws and was able to latch. The third clip was fired and properly loaded into the jaws and latched. The remaining 6 clips were fired and properly loaded into the jaws and latched. 9 clips were remaining in the device and 8 of the 9 clips were properly fired. The device was disassembled, and the correct amount of grease was observed on the ratchet area, and the trigger ears were unbroken. No defects or damage were observed on the yoke or jaw assembly. The jaws and feeder tip were also observed to be defect free and damage free. The channel and box tabs did not display any observable damage. 9 clips were remaining in the device, indicating the customer fired 6 clips. R & d was consulted for this complaint sample and could not determine a reason for the rebounding failure. According to the IFU, l06072 rev 04, the device is allowed 3 misloads before it is to be discarded. One misload was observed during functional testing, but it is unknown if the customer experienced any misloads during use. The customer description did not provide any clarity on the potential defects they encountered or if they experienced any misloads during use. R & d stated that clip rebounding failure occurs from excessive heat exposure, improper storage conditions or material defects. The cause of this rebounding failure could not be conclusively determined. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "during the loading process, the clip was not opening properly." Additional information not available.